Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device had migrated from its original implant location in uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included sore throat since (B)(6) 2014, general body pain since (B)(6) 2014, fever since (B)(6) 2014, diarrhea since (B)(6) 2014, nauseated since (B)(6) 2014 and high temperature since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion and menstrual disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, hysterectomy with removal of left essure device, laparoscopy / left fallopian tube cauterization, partial right fallopian tube salpingectomy with removal of right tubal essure. On the left side, the first coil did not deploy, so a second essure device was inserted and deployed appropriately per protocol and 1 coil was visualized on the left side. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: medically confirmed reporter and concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device had migrated from its original implant location in uterus, malpositioned left essure") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included sore throat since (B)(6) 2014, general body pain since (B)(6) 2014, fever since (B)(6) 2014, diarrhea since (B)(6)2014, nauseated since (B)(6) 2014, high temperature since (B)(6) 2014, dyspareunia and stress urinary incontinence. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, uterosacral colpopexy, labioplasty). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion and menstrual disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, hysterectomy with removal of left essure device, laparoscopy / left fallopian tube cauterization, partial right fallopian tube salpingectomy with removal of right tubal essure. On the left side, the first coil did not deploy, so a second essure device was inserted and deployed appropriately per protocol and 1 coil was visualized on the left side. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporter updated to medically confirmed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated from its original implant location") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device had migrated from its original implant location in uterus, malpositioned left essure") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included sore throat since (B)(6) 2014, general body pain since (B)(6) 2014, fever since (B)(6) 2014, diarrhea since (B)(6) 2014, nauseated since (B)(6) 2014, high temperature since (B)(6) 2014, dyspareunia and stress urinary incontinence. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, uterosacral colpopexy, labioplasty). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, hysterectomy with removal of left essure device, laparoscopy / left fallopian tube cauterization, partial right fallopian tube salpingectomy with removal of right tubal essure. On the left side, the first coil did not deploy, so a second essure device was inserted and deployed appropriately per protocol and 1 coil was visualized on the left side. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: added new events psychological or psychiatric problems condition: depression and mental anguish, added event onset dates. Outcome of event pelvic pain was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device had migrated from its original implant location in uterus, malpositioned left essure/malposition of essure device location of device: left side at the fundus') and pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included oxycodone. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included sore throat since (B)(6) 2014, general body pain since (B)(6) 2014, fever since (B)(6) 2014, diarrhea since (B)(6) 2014, nauseated since (B)(6) 2014, high temperature since (B)(6) 2014, dyspareunia and stress urinary incontinence. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient started oxycodone at an unspecified dose and frequency. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and device dislocation ("migration "). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, uterosacral colpopexy, labioplasty and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain and device dislocation had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, hysterectomy with removal of left essure device, laparoscopy / left fallopian tube cauterization, partial right fallopian tube salpingectomy with removal of right tubal essure. On the left side, the first coil did not deploy, so a second essure device was inserted and deployed appropriately per protocol and 1 coil was visualized on the left side. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device had migrated from its original implant location in uterus, malpositioned left essure/malposition of essure device location of device: left side at the fundus') and pelvic pain ('severe pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included oxycodone. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". The patient's concurrent conditions included sore throat since (B)(6)2014, general body pain since (B)(6)2014, fever since (B)(6)2014, diarrhea since (B)(6)2014, nauseated since (B)(6)2014, high temperature since (B)(6)2014, dyspareunia and stress urinary incontinence. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient started oxycodone at an unspecified dose and frequency. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure. On (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues") and device dislocation ("migration "). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, uterosacral colpopexy, labioplasty and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device expulsion, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain and device dislocation had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6)2014, hysterectomy with removal of left essure device, laparoscopy / left fallopian tube cauterization, partial right fallopian tube salpingectomy with removal of right tubal essure. On the left side, the first coil did not deploy, so a second essure device was inserted and deployed appropriately per protocol and 1 coil was visualized on the left side. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event migration was added. Reporter was added. Outcome of pain and migration was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated from its original implant location in uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and menstrual disorder outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, hysterectomy with removal of left essure device, laparoscopy / left fallopian tube cauterization, partial right fallopian tube salpingectomy with removal of right tubal essure most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : reporter and patient information updated. The event did not undergo an essure confirmation test added as event and outcome of event "severe pelvic pain" is updated to recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.